Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what type of surgery did you have? That was for my daughter, ((B)(6) old) and she has a surgery psarp and vaginoplasty. Posterior sagittal anorectoplasty is a new technique used to repair anorectal malformations. This plastic surgery is used to create a functional anus and rectum in children with this malformation. What was the reason for this surgical procedure? She was born with anorectal malformation, and imperforated anus and vagina as well please provide the surgery date for all the three procedures. The 1st surgery (B)(6), 2nd surgery (B)(6), 3rd surgery (B)(6), every single surgery was the same (fail), because the sutures ¿comes out¿.. The vicryl suture (in the one and second) and pds ii (in the last one) I try to mean some kind of reaction in my daughter as the doctor said that.. But he changed the suture to pds ii and the reaction was the same, every single knot lost his strength and going to break out, please clarify the event with the vicryl suture and the pds suture. What is meant by "suture came out"? I try to mean . That the suture lost strength and the knot and appear some kind of seroma around the surgery. When did the issue begin? The (B)(6) day. What kind of symptoms are experiencing? Just looks like seroma, liquid white without odor. If in your possession, may we have a copy of the operative reports? Yes, but I try to translate at proper words.

Event description:
It was reported that the pediatric patient underwent a surgical procedure on (B)(6) 2016 and suture was used. Following the procedure on the second or third day, the suture came out, knot and suture lost strength and was going to break out. It was reported that the patient experienced a reaction with seroma, liquid white without odor. The patient underwent another surgical procedure on (B)(6) 2016 and suture was used. Additional information has been requested.